Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that sl PICC line with a leaking t lock assembly. Lot rehr1459 used on one patient. It was stated there was exposure to blood/bodily fluid. The product was used on a patient. There was no harm reported due to intervention by health care provider. No patient information available. The event did not involved an urgent or life threatening situation. The event did not interrupt treatment. Names of the planned medications to be infused are not available. No other information was provided.